Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to charge the ipg as recommended, thus the ipg became inoperable. Surgical intervention may be taken for this issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Follow up identified that the ipg was explanted and replaced, restoring therapy.